Manufacturer narrative:
Additional information was received on 05/26/2023 and section h11 should be reported as: the manufacturer received information regarding a dreamstation 2 CPAP device. The patient states "the device does not turn itself off when I remove the mask any longer however it used to and stop doing so several months ago. In addition to that, the heating element for the humidity does not seem to be consistent. Sometimes the water tank lasts a week, sometimes the water tank does not last the night. Approximately 1 month ago, the machine started randomly turning itself on causing the machine to get hot to the touch assembly using up all the water and causing some kind of overheating situation." There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. After the first attempt to have the device and components evaluated, the customer responded that the device will be available for evaluation, but it has not yet been returned to the manufacturer for evaluation. The manufacturer is submitting an updated report at this time. After device return and completion of evaluation, a follow-up report will be filed. In box h: evaluation method code grid, evaluation results code grid and conclusion code grid has been updated.

Event description:
The manufacturer received information regarding a dreamstation 2 CPAP device. The patient states "the device does not turn itself off when I remove the mask any longer however it used to and stop doing so several months ago. In addition to that, the heating element for the humidity does not seem to be consistent. Sometimes the water tank lasts a week, sometimes the water tank does not last the night. Approximately 1 month ago, the machine started randomly turning itself on causing the machine to get hot to the touch assembly using up all the water and causing some kind of overheating situation." There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.